Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had exhibited right ventricular oversensing and noise, as well as noise in the left ventricular channel. The system was explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.